Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Cuff was moldy after being use for two weeks. Black molding was able to be seen inside the cuff and around the base of the pilot.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
It was reported that the bivona neo/ped flextend tracheostomy tube had become moldy inside the cuff and around the base of the pilot. This occurred after two weeks of use. The trach tubes were cleaned and air dried as per the instructions for use.